Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor and noted that three sensors worn since october caused a ¿rash and irritation¿. Customer reported that on (B)(6) 2018 she/he self-presented to the (B)(6) clinic and was prescribed alzona ointment (amcinonide, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. An extended investigation has also been performed. Data were extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
A customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor and noted that three sensors worn since october caused a ¿rash and irritation.¿ the customer reported that on (B)(6) 2018, she/he self-presented to the yamado clinic and was prescribed alzona ointment (amcinonide, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.